Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect stat troponin-I result. The results from the initial sample were 0.13 and retest was 0.26 ng/ml. The subsequent sample two hours later generated a negative result. A second sample drawn at the same time as initial sample and original sample were retested following centrifugation generated 0.02 ng/ml. The customer uses a cut-off of 0.04 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, and a review of labeling. Review of ticket trending and lot search data for likely cause lot 79346un17 did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was also performed to evaluate the performance of reagent lot 79346un17. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no systemic issue or product deficiency of the architect stat troponin-I assay was identified.